Manufacturer narrative:
On (B)(6) 2024, a patient underwent implantation of a hip replacement. According to the sales representative, the flexible drill shaft ic (ref 02822120) broke, when the surgeon attempted to drill a hole for an acetabular screw. The surgery was completed by using another drill shaft. Optical examination revealed, that the flexible drill shaft ic had broken at the transition between the head of the instrument and the flexible spiral part. Grinding marks were also found on the head of the instrument. It is likely that there was contact with another product during implantation, causing these grinding marks. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the instructions for use have been checked in terms of content, no errors could be found. The incident can be regarded as a random failure of a component with regard to the drill shaft. A possible cause for the break of the drill could have been an unintentional user error, but the condition of the bone could also have had an influence, however both was not reported. This event was assigned to the error pattern "break of the instrument" with the consequence "extension of the operating time".

Event description:
On (B)(6) 2024, a patient underwent implantation of a hip replacement. According to the sales representative, the flexible drill shaft ic (ref 02822120) broke, when the surgeon attempted to drill a hole for an acetabular screw. The surgery was completed by using another drill shaft.